Manufacturer narrative:
Concomitant devices removed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a clavicle plate and screws were implanted on a patient on an unknown date in august 2017. The patient was noncompliant post-operatively causing device failure. A plate hardware removal and revision was performed on (B)(6) 2017 due to patient non-compliance. A plate and screws were revised with new plates and screws. All the explanted devices were all intact with no allegations against them. There was no surgical time delay and no patient harm reported. The procedure was successful. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient age or date of birth, gender, and weight not available for reporting. PMA 510k: this report is for an unknown quantity of unknown trauma screws. Part and lot numbers are unknown; UDI number is unknown. Implant date: date of implant reported as (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as (B)(6) 2017. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a clavicle plate and screws were implanted on a patient on an unknown date in (B)(6) 2017. The patient was noncompliant post-operatively causing device failure. A plate hardware removal and revision was performed on (B)(6) 2017 due to patient non-compliance. A plate and screws were revised with new plates and screws. All the explanted devices were all intact with no allegations against them. There was no surgical time delay and no patient harm reported. The procedure was successful. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for an unknown quantity of unknown screws this is report 2 of 2 for (B)(4).